Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The patient&#62688;symptoms returned all of the sudden. The patient had diarrhea all the time and was voiding in their pants in the car. The patient addressed it with their health care provider (hcp) and the hcp said they would call the manufacturer and have them call the patient, but nobody called the patient. The patient wanted to tweak their settings to help improve the symptoms. The patient used their patient programmer, but it did not power up. The patient did not have batteries and would buy some. The patient replaced the batteries and was able to connect. The programmer showed the implantable neurostimulator (ins) was on and the patient increased to 4v and felt no stimulation. The patient didn't remember when they stopped feeling stimulation. The patient started walking around and felt stimulation. The patient really felt it now, but it wasn't hurting and was comfortable. The patient would try it at 4v and see if it improved their symptoms. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No troubleshooting or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.